Event description:
To date no additional patient or event details has been received.

Manufacturer narrative:
Correction to the short description due to incompleted manufacturing report number header.

Event description:
To date no additional patient or event details has been received.

Manufacturer narrative:
For patient ID number (B)(6) submitted to the FDA on august 01, 2018, the short description is incomplete as it was reported as MDR 9618003-2018-/ initial 2 of 16 and it should be corrected to MDR 9618003-2018-00915 / initial 2 of 16. Section g.9 is incorrect and should be corrected from 9618003-2018-00825 to MDR 9618003-2018-00915. For patient ID number (B)(6) submitted to the FDA on august 02, 2018, the short description is incorrect as it was reported as MDR 9618003-2018-00825 / initial 2 of 16 and it should be corrected to MDR 9618003-2018-00915 / supplemental report 01. Section g.9 is incorrect and should be corrected from 9618003-2018-00825 to MDR 9618003-2018-00915. An investigation was performed to determine the root cause associated with the investigation wafer disc decentralization, complaint malfunction (skin barrier starter hole is defective, e.g. Misalignment or off center, leakage may occur), for lots manufactured in convex 2 pc building 8, (B)(6) d.r. The cause and effect investigation was performed. It was determined that the following probable root causes and opportunities were identified: machinery is the root cause of this incident. It is concluded that all the machinery/ tooling items complied when compared against drawing specifications, however due to the demands of the process, these tooling require a dimension modification to reduce the variability of the process. Observations include: misalignment of the wafer loading pins, misalignment of the upper wafer loading plate and fixation of the upper wafer loading plate and lower wafer loading plate. Actual testing method of (random hourly sampling) may not effectively capture the defects prior to packaging, it is suggested the implementation of a continuous testing method to anticipate to all of the peaks. A certification of the operators who have direct influence due to the ¿flange/wafer loading¿ process in operations, to reduce the learning curve effect in process and guarantee the training effectiveness. This should be performed in conjunct with the quality inspector, process engineer of such line and the supervisor. Actions will be taken for each factor and will be summarized on a corrective action / preventive actions (CAPA) plan. The investigation associated with this event is approved and complete. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 1049092. Manufacturing site: 9618003.